Manufacturer narrative:
The instrument was returned for evaluation. Failure analysis confirmed the customer reported complaint. The instrument installed on an in-house system with an in-house stapler reload failed fire testing. Review of the site's system logs for the reported procedure date also found that firing failure occurred and the instrument failed clamping a 2 percent completion. The instrument grip cable at the distal end was found to be broken. A piece of the srk was lodged in the proximal end of the instrument in hole #1. Based on the information provided, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the srk broke while attempting to open the jaws of the stapler 45 instrument. While the surgeon was able to remove the instrument from the patient's tissue and there was no patient harm, recurrence of the srk breakage could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted colectomy procedure, the stapler 45 instrument was found to have a loose wire and would not fire. The instrument was clamped on the patient's bowel, thus requiring use of the stapler release kit (srk) to open the instrument's jaw. There was no report of patient harm, adverse outcome or injury. The intuitive surgical inc. (Isi) clinical sales representative who initially reported this complaint provided additional information regarding the reported event. According to the csr, he was present for the procedure. During use of the stapler 45 instrument with an unspecified reload, the instrument became stuck on the patient's tissue requiring use of the stapler release kit (srk). After installing the srk in hole #1, the srk broke. A replacement srk was used in hole #2 and the instrument's jaw opened. The surgeon completed the planned surgical procedure using a replacement instrument of the same type.